Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/27/2022. An investigation was conducted on 02/09/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the device. The device was securely assembled onto a reference retractor blade by sliding the stabilizer base onto the rail and locking the lever. The knob was evaluated for its ability to tighten the flexlink arm while the locking lever was in both the locked and unlocked positions. The flexlink arm was secured in position when the knob was turned clockwise. The knob did tightened the arm. When the locking lever was locked, the device was able to be locked on the reference retractor. Based on the returned condition of the device as well as the evaluation results, the reported failures " mechanical problem" was not confirmed. The lot # 3000214396 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure the acrobat suv stabilizer system could not be screwed onto the retractor. The "stabilizer foot" would not lock and remained loose. New acrobat suv opened and used. No patient injury.